Event description:
It was reported that a patient had no stimulation sensation and a loss of therapeutic effect and there was no known accident or incident related to the event. It was noted that the patient noticed the change on (B)(6) 2014. The reporter stated that the patient couldn¿t go any higher on the current program, program 1, as it was at 8.5 volts. It was reported that the patient also tried the other programs but 15 to 20 minutes after removing the patient programmer from the device site, the patient was not feeling stimulation anymore. It was noted that the patient typically felt stimulation al of the time. The reporter stated that the patient had already spoken to her doctor and was told that the manufacturer ¿needed to bring a new battery.¿ it was unclear what this referred to. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# va00r0w, implanted: (B)(6) 2012, product type: lead. (B)(4).